Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2014 due to damage to electrode end. Lead appeared to have been damaged last (B)(6) 2014 during the CABG procedure. Post operatively, the lead was unable to capture in both unipolar and biploar configurations despite having good sensing and impedance. The pysician was (B)(6) at (B)(6) memorial. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).